Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Trend analysis: "review of all complaints of a050401 - fluid leak for the period of jul 2020 through jun 2022 related to date opened indicates that 1 point is above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion and opening on anterior. Leak test and microscopic analysis was performed which identified: the leak test is not performed because the opening is extended. Crease sharp opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: opening crease sharp on anterior assessed as fold flaw opening. Additional, changed, and/or corrected data.